Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "citrate tube filling problem, despite good routine practice."

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was 31st of december 2022 therefore, bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.